Manufacturer narrative:
(B)(4).

Event description:
At implant, the surgeon attempted to connect the leads to the ins. He was unable to pass the lead through the bottom hole (connections 8-15) of the ins even with the screw as loose as possible. He attempted multiple times without success. The torque screw could not pass through either. The lead was beginning to be damaged, so a different ins was attempted and the leads passed through without difficulty.